Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was reported as under the back two therapy pads. The irritation was described as itchy and red. The patient reporting sweating a lot. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied corn starch and an athlete foot spray to the area. The patient's doctor prescribed triamcinolone and prednisone and the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was reported as under the back two therapy pads. The irritation was described as itchy and red. The patient reporting sweating a lot. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied corn starch and an athlete foot spray to the area. The patient's doctor prescribed triamcinolone and prednisone and the irritation improved.